Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 336 mg/dl and she experienced the symptoms of thirst, dry mouth, hunger and frequent urination. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's technique of giving herself a bolus dose of insulin was incorrect, in that she did not program the insulin dose amount. A review of the pump history revealed seven bolus attempts on that day all with the dose of zero units. The pump date/time were correct. There is no evidence the pump was not accurately and correctly delivering insulin as programmed by the user. The patient's technique was incorrect as she programmed zero units bolus doses to be delivered. However, as the patient suffered symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.